Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the inside device casing. The device could not be interrogated. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The most likely cause of the clinical observations was a shorted lead which caused the damage to the fuse. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was admitted to the hospital after experiencing cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed and the patient was rescued. The incident could not be recalled by the patient and the arrest resulted in a laceration to the patient's left cheek and sore ribs. Device interrogation was unsuccessful despite the use of three programmers and consult. Magnet application did not elicit tones when a magnet was applied. A boston scientific technical services consultant stated the device may no longer be functional. The device programming was vvi mode at 40ppm; however, the patient's sinus rate was 72bpm. The consultant informed the caller that even if the device was still functioning, no pacing would be observed due to the higher sinus rate of the patient. The device was subsequently explanted. No additional adverse patient effects were reported.